Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. It was unknown if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with reflin for fourteen days (route, dosage, frequency, and specific dates of duration not reported) and fortum for fourteen days (route, dosage, frequency, and specific dates of duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. The patient was reported to be doing well and the peritoneal effluent fluid was reported to be slightly clearer than previously. No additional information is available.